Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the son faced bent cannula issue due to which he did not get insulin. He experienced vomiting, stomach cramps, back pain and was unable to move. He was taken to the emergency room where he was monitored, given medicines and fluids to bring his blood glucose level down from 800 mg/dl. Subsequently, he was admitted to the hospital where he received intravenous fluids as corrective treatment. When they had him remove his infusion set, the cannula was found to be bent. The patient stayed in the hospital for two days and had resumed with same pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.